Event description:
The customer reported no display on the device.

Manufacturer narrative:
(B)(4). The customer reported no display on the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.